Manufacturer narrative:
The evaluation of the returned device, confirmed internal driveline wire damage that could have contributed to the reported event. The driveline was tested for electrical continuity in the condition that it was received and the green wire of the distal portion of the driveline produced an open circuit. Visual inspection of the driveline revealed that the green wire was completely severed approximately 29 inches from the driveline¿s metal connector; the green wire redundantly supports motor phase 1. Breaches to the insulation of the black and brown wires were also observed in this location, exposing their inner conductors; the black and brown wires redundantly support motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires were abraded, but were otherwise unremarkable. If the exposed conductors of the green, black, or brown wires contacted the braided shield while the system was operating on the power module, the resulting short to ground would have resulted in the reported and confirmed alarms and pump stoppages. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on either the power module or battery power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: the patient had red heart alarms when bending forward. X-ray confirmed internal percutaneous lead fracture.additional information was also provided:did patient experience a thrombus event (suspected or confirmed): no.device malfunction: yes.patient outcome: exchange.device malfunction causative factor: no cause identified.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was noted to have three significant speed drops to 5400 and 5500 rpms. The speed drops correlated with low voltage alarms. The patient stated that this occurred while on battery power and when sitting down, leaning forward, or in the process of laying down. On (B)(6) 2015, the manufacturer¿s technical services personnel evaluated the driveline and x-rays were reviewed. The physician decided to not go forward with a driveline repair at that time. On (B)(6) 2015, it was reported that the patient had experienced more pump stops and low voltage alarms over the weekend. An internal driveline fracture was suspected and the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 5 years, 2 months. The device was returned, evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.